Event description:
Event description guidant received information during a field representative's conversation with a physician that a patient with guidant pacemaker passed out while leaning against an anti-theft device at a retail store. The physician discussed that event anecdotally and did not make an allegation against the guidant device. The representative stated the physician was looking for information on this subject as he had looked into it during his fellowship.